Manufacturer narrative:
Product analysis: at analysis the stated reason for return of "screen freezes" and "cannot print" were confirmed. It was additionally noted that errors in the update history were found, the touch screen, power cord bay and hasp latch were broken and the electrocardiogram connector was loose. Due to a shortage of spare parts to repair the unit it was recommended that it be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen would freeze and it could not print. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.